Event description:
A pt presented with a serious burn to the flank area after falling asleep on a heating pad. The pt fell asleep on the heating pad after being treated with the smartlipo system on the same area.

Manufacturer narrative:
Cynosure technician inspected the unit and it is working within specifications. There was no device malfunction. The cause of the injury is that the pt fell asleep post procedure on a heating pad and received a serious burn to the flank area.